Event description:
It is reported that on reviewing the pt's x-rays after tha surgery, the surgeon found the 35mm bone screw passing through the screw hole of the shell, but no corrective action is being taken. Only the 25mm screw was returned to our intn'l affiliate with the surgeon's comment that it was difficult to fasten the screw firmly. The information about the pt's bone mass or bone quality was not given to our affiliate.

Manufacturer narrative:
This report will be amended, when our investigation is complete.